Event description:
It was reported that noise had been observed on the atrial lead of an asymptomatic patient. The noise could not be reproduced. No changes were made and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.